Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, while pulling the proglide plunger out, the suture broke. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (the date of event was not known). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the plunger, suture, needles, and posterior cuff were not returned, which limited the scope of this investigation. The anterior cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket. Cuff miss during needle deployment would subsequently result in a failure to retrieve the suture when retracting the needle plunger and this could appear very similar to the reported suture break. Because the original plunger was not returned, during testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The anterior cuff successfully captured the needle during proxy plunger insertion. Based on the investigation findings, the probable root cause for the anterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The needle trajectory of every device is checked twice during manufacturing. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.